Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing of noise in the form of multiple short v-v intervals, along with non-sustained ventricular tachycardia episodes. A lead fracture was suspected, and the lead was capped and replaced. No patient complications have been reported as a result of this event.